Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A visual evaluation of the returned device found that it was not returned in its original packaging. The device was returned without the anchor or sutures. There is debris on the shaft of the handheld device. The distal tip of the shaft has a small amount of deformation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found an image of the distal end of a the shaft of the handheld device. There is debris on the shaft. No anchor is pictured. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ankle ligament repair procedure, the anchor of the twinfix fractured. Backup device was available to complete the procedure. No significant delay and no patient complications were reported.